Manufacturer narrative:
User reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Escalation analysis indicated that bg values fit sg trends well, with some lag between bg and sg inherent to the sensing technology and calibrations entered during periods of rapid change. No further follow up with the user was possible as the user remained unresponsive to multiple communication attempts. No further investigation was possible. Per dms review, the system is in use with up-to-date information.

Event description:
On march 10th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.